Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump's screen did not appear. Customer¿s blood glucose was 289 mg/dl at the time of incident. Customer stated that the front face of insulin pump was broken and cracked. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Device received with cracked case at the display window corners and cracked lcd window.(B)(4).